Manufacturer narrative:
Both the left and right sides of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. No defects were observed on the adhesive pad or its welds. The cause of the reported adhesive complaint could not be determined.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The customer reported that leaking was observed from the pod. A new pod was successfully applied.